Manufacturer narrative:
The reported events were lead dislodgement and failure to disconnect lead were not confirmed. As received, only the distal portion of the lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cutting the lead to access the inner coil for helix testing, cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. X-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2024-72778. It was reported that patient's right ventricular (rv) lead exhibited high capture threshold and high out of range pacing impedance. During lead revision procedure, it was noted that the atrial lead was dislodged and was attached to the rv lead. Both leads were explanted and replaced. The patient was stable.